Event description:
While in route to the MRI office with the patient, staff member states she noticed the stretcher rolled with a degree of resistance when pushing it and also noticed the wheels were not in the locked position. At this time, the wheel posts at the head of the stretcher collapsed; thus causing the stretcher to fall to the floor. The patient was lying flat on his back on top of the stretcher and pads, the top part of the stretcher remained intact and held the patient in a secure position. The patient was not complaining of pain or injury due to this incident and refused treatment at that time.